Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with the dual lumen PICC. The customer reports "leaking PICC unsure where leaking from."

Manufacturer narrative:
Date submitted 11/16/2005. The customer complaint involved product number 43311, PICC dual lumer. Insertion tray. The complaint indicated that the catheter was leaking. This investigation concluded that the leakage in the PICC catheter was caused by excessive pressure resulting from a usage related occlusion in the catheter. A manufacturing lot number was not identified for this complaint therefore a DHR review could not be performed. This complaint has been confirmed. However based on the findings of the sample investigation performed by r&d, the PICC device was not defective. The investigation concluded that the source of the leak was from a burst that was most likely caused from excessive pressure applied because of the clot inside the lumens. The source of the leak is very characteristic of a burst from high pressure exiting the side wall of the catheter from inside out. Each manufactured catheter is subjected to an occlusion test and a pressure decay test at 50 psi to ensure there are no occlusions or leaks in both lumens, during the manufacturing process.